Manufacturer narrative:
Concomitant product: product ID 8575, lot # n074877, implanted: (B)(6) 2006, product type accessory; product ID 8709 , lot # l78725, implanted: (B)(6) 2000, product type catheter.

Event description:
It was reported that the patient presented to the emergency room (ER) with severe bradycardia, low oxygen saturation, lethargy. It was unknown if the issue was device or therapy related. The ER healthcare provider (hcp) requested that the pump dose be decreased by 20%. The pump was then set to minimum rate mode the following evening. The hcp felt the issue was more related to chronic cardiovascular problems than opiate inducted. On (B)(6) 2015, patient underwent an MRI that revealed the patient experienced a massive hemorrhagic stroke. This finding ruled out overdose. The patient's status at the time of the event was stated to be alive with no injury. The patient would reportedly be going to hospice care and the pump would remain at minimum rate mode. The pump was used to deliver morphine and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.